Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recu1264 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during removal of the stylet from the catheter, the wire shredded "upon itself" in the midline and the patient. It was stated they did a follow up procedure and did not find anything in the patient.